Event description:
According to the complainant, after the procedure, the patient came in for the 1 week follow up. She was complaining of pain and the physician noticed 2 small 2nd degree burns, (2cm x 2cm) on the sides of the labia. This occurred when the labia was in contact with the sheath during the procedure. The physician used sylvadine cream and lidocaine jelly for the pain. The physician's assessment is that this is due to the patients size and her having diabetes and atrophic tissue (weak damaged skin ). The physician stated that the patient is recovering fine.

Manufacturer narrative:
The lot number for the hydrothermablator procedure set is not known; therefore, the device manufacture date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion:the complaint was reported as a patient burn to the labia area. A DHR review was not performed because the batch was not provided; however, there are no known manufacturing related issues which would contribute to this event and the product was not returned for analysis. Per the dfu/users manual thermal injuries are a possible adverse event which can occur as the result of an hta procedure; please refer to pages 5 - 7 of the users manual which outlines the warnings and precautions associated with hta. Other text : device discarded